Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. After reprogramming, the device resumed normal function. The device remained implanted. No patient symptoms were reported and the patient would be continued to be monitored.